Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) as the device was no longer holding a charge. The patient underwent and ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) as the device was no longer holding a charge. The patient underwent and ipg replacement procedure, was doing well postoperatively and the explanted device was disposed by the facility.